Manufacturer narrative:
The device was returned to olympus for inspection. The device was evaluated. Based on investigation results, the reported issue was confirmed. Probable cause based on reasonably known information was caused by degradation of the device, component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the tracheal intubation fiberscope exhibited the connecting tube had the coating peeling of 1mm2 or more. There was no patient involvement.